Event description:
It was reported that a remote transmission showed the device was in reset mode. The device was interrogated at patients home, and a message appeared that the device was in reset. The device was reprogrammed and remains implanted. The patient was in stable condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.